Event description:
Medtronic received information that this transcatheter bioprosthetic valve was the second of two attempted valve implants. The valve dislodged out of its targeted location during deployment, and could not be recaptured with the delivery catheter system. The valve was fully deployed in the ascending aorta. The two valves subsequently were explanted when the patient was converted to open heart surgery and another manufacturer¿s device was successfully implanted with additional blood products administered.

Manufacturer narrative:
Additional information was received that this event is a duplicate report to FDA report 2025587-2014-01044.

Manufacturer narrative:
Device return has been requested. A separate report has been filed on the second device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.